Event description:
It was reported that an asymptomatic patient presented in clinic. Upon interrogation the right ventricular lead exhibited noise. No inappropriate therapy was delivered. The noise was not reproducible in clinic. No other anomalies were noted on the lead. No intervention was performed. The patient is stable and would continue to be monitored.

Event description:
New information received notes noise was sensed and detected inappropriately as ventricular tachycardia on the right ventricular (rv) lead. The events were observed in 2017 and 2018. No shocks were delivered. The rv lead was capped (B)(6) 2023 and replaced. The patient was stable.